Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist reviewed the instrument data. There was no indication of reagent handling or delivery issues. The cause of event could not be determined. The cause of the discordant, falsely low vancomycin results is unknown as the samples resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low vancomycin results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument using a small sample container (ssc), resulting higher. The corrected results obtained on the ssc were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin results.